Event description:
Pt had been doing well post-op until 2 weeks post-op when the pts knee pain suddenly worsened after pt. Causes were investigated including ankle injury and sciatica. Synovial fluid analyzed for infection was negative. Prednisone and fortical were prescribed as well as aqua therapy. Most likely the pt developed subsidence of the femur. Pt instructed that only toe-touching was allowed. Pt will continue meds and therapy. 01-05-2006: pt not improving and elected to be revised to tka.

Manufacturer narrative:
Evaluation summary: the device was inspected. All dimensions met the specifications. Top - there were several scratches on the top surface. It is likely these occurred during the extraction of the device, as they are not in the direction the femur travels. Bottom - there were two scuffs on the anterior end, likely from the bottom of the inserter. There was also one small pit, but it is within the tolerance specified. From the inspection of the device, it was determined that there was no device failure, and the device was within specifications.